Event description:
Additional information stated the cause of the event was the patient's implantable neurostimulator (ins) and extension. No abnormal impedances were reported but there was an issue with high voltage stimulation. It was reported the patient's device was reprogrammed on (B)(6) 2013 and the voltage was decreased which eliminated the side effects but worsened the patient's symptoms. It was also reported when the voltage was increased the patient's side effects became more tolerable over time. The patient experienced symptoms including jaw tension which led to physical discomfort and mild agitation. It was stated that the patient's symptoms ultimately resolved after a longer period of time and he became used to side effects and the side effects became less bothersome. The patient did not require hospitalization and the patient's outcome was reported as no injury. It was also reported the patient's battery was explanted due to normal battery depletion. The patient had a bilateral battery revision and it was reported they recovered without sequela.

Manufacturer narrative:
Analysis of neurostimulator model 7428 serial # (B)(4) showed no significant anomalies. Analysis of the returned plug/cap accessory showed no anomalies.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension product ID 7482a51 lot# serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3550-09, lot # n278983, implanted: (B)(6) 2012, product type accessory; product ID 3550-09, lot # n292519, implanted: (B)(6) 2011, product type accessory; product ID 3550-09, lot # n272709, implanted: (B)(6) 2011, product type accessory; product ID 3550-09, lot # n272113, implanted: (B)(6) 2011, product type accessory; product ID 3550-09, lot # n193799, implanted: (B)(6) 2009, product type accessory; product ID 3550-09, lot # n177550, implanted: (B)(6) 2009, product type accessory; product ID 3550-09, lot # n292519, implanted: (B)(6) 2011, product type accessory; product ID 3550-09, lot # n272709, implanted: (B)(6) 2011, product type accessory; product ID 3550-09, lot # n272113, implanted: (B)(6) 2011, product type accessory; product ID 3550-09, lot # n250564, implanted:(B)(6) 2010, product type accessory; product ID 3550-09, lot # n193799, implanted: (B)(6) 2009, product type accessory; product ID 3550-09, lot # n133836, implanted: (B)(6) 2010, product type accessory; product ID 3391s-40, lot # v159340, implanted: (B)(6) 2009, product type lead; product ID 3391s-40, lot # v159340, implanted: (B)(6) 2009, product type lead. (B)(4)

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had been seen by a doctor on (B)(6) 2013 for setting adjustments which had helped him for the first 48 hours only. As of (B)(6) 2013, he had been getting numbness and tingling along both mandibles (lower jaws). It was stated that it was "not painful but very annoying" and that it was "wearing him out" - the buzzing sensation in the lower jaws was not letting him get enough rest which could also be related to his broken c-pap machine. A follow-up appointment with the doctor was scheduled for (B)(6) 2013. It was also noted that one day prior to the report the patient was very "agitated," "angry," and saying that "life was not good." It was stated that the patient felt "wiped out." It was reported that the patient kept repeating "don't stab me," "I am afraid," and that he wanted to "hit his head against the wall." It was stated that the patient admitted to the healthcare professional (hcp) that he felt "paranoid about stuff, that his wife would hurt him, but not sure why." It was also stated that the patient added that he was "aggravated because his wife was in a different room for a long time," and that he wanted to "explode." The patient was asked if "he was at risk" (which was used as a code to talk about suicidal ideation) and "he shrugged his shoulders." The patient was administered 0.5 mg of klonopin and he went to lay down. It was stated that the patient never thought he would hurt his wife or anyone else but was "scared" of what he could do the evening before the report. It happened for the first time and never before. The patient was seen by the hcp on the day of the report and he seemed in no acute distress. He had "a depressed affect," made no eye contact with the hcp, looking down and holding his head between his hands. He seemed disinterested in the conversation but cooperative. Two weeks later it was reported that there had been impedance testing and reprogramming performed. No malfunctions were seen and no cause of the issue was determined. No surgical intervention occurred. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted. This patient had two devices and it was unknown which device the event pertains to, so a report has been filed on both. Refer to manufacturing report number 3004209178-2013-03769.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.